Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was normal but value was not revealed. The customer did not require medical attention. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.